Event description:
Reportedly, 3f aortic bioprosthesis was explanted after 7 days implant duration due to significant aortic insufficiency as seen on tee. There was a jet coming through the center of the valve. Doctor thought that one of the tabs may have come loose. At explant, doctor found that his suture had broken, allowing one of the tabs to come loose and was free to flap. Doctor had used a single suture technique with 2 horizontal and 1 verticle stitch at each tab. Because, the tab had started wearing on the native tissue during flapping, the doctor did not feel he should implant another 3f valve. So, he cut out the leaflets and implanted a magna, 25mm, inside the 3f sewing cuff. Pt is reportedly doing fine.

Manufacturer narrative:
Valve destroyed at time of explant. Nothing to be returned to ats for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.